Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited a swollen pocket and was diagnosed with a hematoma approximately a week after the implant procedure. This cardiac resynchronization therapy defibrillator (crt-d) was implanted at the time the patient underwent a pocket evacuation to resolve the issue. No additional adverse patient effects were reported.